Event description:
The patient reported trying to figure out the gap in the aligner with byte support and the aligners are "comfortable", but the jaw has been hurting. The dentist stated the bite is off and fixing it will resolve the tmj issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.